Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 3. Manufacturer email, d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? H 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - pending evaluation of returned device. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3336831. Mfg date: 03/02/2023. Exp date: 03/09/2028. Batch 3296666. Mfg date: 11/28/22. Exp date: 11/11/2027. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: d 4. Primary UDI number. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3296666 and 3336831. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown procedure and a fibrin sealant preparation device was used. After the de-icing was completed, the agent and tip were connected, but the connector could not be buckled and popped out repeatedly, and the spring on one side was stuck, one side could not be clamped, and the connector could not be removed. It was determined that the product was abnormal and could not be used, so a new set was disassembled. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned partially attached to the syringe holder, the prefilled syringes empty and two (2) extra airless spray tips. In addition, the secondary box and the packaging were returned along with the instrument. Upon evaluation of the device, the adapter do not attached properly onto the syringe holder due to wrong position of the pre-filled syringe. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the wrong position of the pre-filled syringe. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: lnstituto grifols, s.a. (Ig) received a notification through ethicon related to one unit of veraseal 2 ml, batch number a04h119411, where it was reported that after the de-icing was completed, the agent and tip were connected, but the connector could not be buckled and popped out repeatedly, and the spring on one side was stuck, one side could not be clamped, and the connector could not be removed. It was determined that the product was abnormal and could not be used, so a new set was disassembled. No patient consequences were reported. Upon the reception of the notified incident, it was requested additional information to clarify the quality issue and which parts of the device were impacted, as well as if any leakage was observed in the device. It was also requested information about the availability of pictures. No additional information has been received to date, but the sample was received at ethicon for evaluation. According to our standard procedures, it was initiated an investigation focused on the following: 1) evaluation of the sample received at eth icon facilities: as shown in figure 1, the dual applicator was returned partially attached to the syringe holder. In addition, the secondary box and the packaging were returned along with the instrument. In figure 2, it could be observed that the glass syringe of the thrombin component was not aligned with the syringe inside the device holder. The glass syringe of fibrinogen component is placed in a more advanced position in the holder compared to the correct position. Due to the misposition of the syringe, the top side of fibrinogen component protruded from the holder, which prevents the dual applicator from being correctly attached to the syringe holder. 2) review of the packaging process: the veraseal assembling process of the filled syringes into the holder is as follows: first, once both syringe components (fibrinogen and thrombin) are inspected and labelled, they are transferred to the assembling line. Then, the lower part of the syringe holder is automatically placed in the corresponding bracket, and packaging personnel place both syringes inside the holder, along with the upper part of the holder. Subsequently, the unit passes through a press where the holder is clipped. Finally, when the kits are assembled, the retainer is manually placed, holding the two plungers in an aligned position. The holder features a groove at the bottom designed for placing the syringes (figures 3 and 4, green arrow). Even so, it was possible to manually place the syringe above the groove and clip the holder without detecting the misplacing (figure 4, red arrow). To continue, the retention samples were reviewed and found to be in conformance, with no anomalies identified. After the investigation performed, it is confirmed that the position of the thrombin syringe on the holder was incorrect. The most likely root cause is thought to be related to a misplacement of the syringes during the manually assembly of the syringe holder. Please be informed that to prevent the possibility of this issue from reoccurring, corrective actions are being evaluated. Firstly, the packaging procedures were updated to include an instruction to verify the proper placement of the syringes in the holder when manually placing the upper part of the holder. In addition to this, a new design of the holder is being assessed to prevent the syringes from being misplaced during the assembly process. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.